Manufacturer narrative:
H6 health effect - impact code: non-serious injury/illness/impairment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per report received from germany, edwards received notification of a pascal precision ace procedure in mitral position by right femoral vein where two devices were implanted. During the procedure air was introduced into the patient. There were no issues during device preparation. The patient was under general anesthesia. The guide sheath (gs) handle was elevated while inserting into the patient. After flushing the gs, the pmd was attached to the steerable catheter (sc). When retracting the guidewire and the introducer the physician used a syringe to create a water seal and the implant system (is) was inserted. Air was seen after advancing/steering the catheter down to the valve. The patient had st elevation and no treatment was required. As per the medical opinion the amount of air observed was no more than usual for a teer procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h3 and h6 (component code, impact code, clinical code, device code, type of investigation, investigation findings and investigation conclusions). H6: type of investigation: labelling review. H11: additional manufacturer narrative the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for inadequate aspiration, air remaining in device during insertion was confirmed with empirical evidence. Information received did not reveal any use errors or potential device defects. The returned implant system was able to be flushed without any observable leaks, and the unit passed leak testing. The complaint was confirmed, however no manufacturing non-conformities could be identified. Potential root causes may include variations in procedural use or air from a non-pascal source. However, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.